Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: yes. (B)(6) 2011 results: other. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), vaginal infection ("bladder/urinary problems:vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (surgery to remove essure coils (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the menorrhagia, psychological trauma, vaginal discharge, vaginal infection, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2019, tubal ligation was reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: vag. Discharge, vag. Infection, fatigue, hair loss, migraines were added. Outcome of event dyspareunia (painful sexual intercourse), pelvic/abdominal pain was updated as recovered/resolved. Case is now incident. Patient demography added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 21-year-old female patient who had essure (batch no. 919038, 846828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2011. The patient's medical history included seizures, metabolic acidosis, dysfunctional uterine bleeding and endometrial polyp. Essure confirmation test: yes. (B)(6) 2011 results: other. Concurrent conditions included menstruation frequent. Concomitant products included paracetamol (tylenol) for migraine headache as well as hydrocodone;paracetamol (acetaminophen;hydrocodone) and ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain/left abdominal pain") and fatigue ("fatigue"). In 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psych injury/depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), vaginal infection ("bladder/urinary problems:vaginal infection"), alopecia ("hair loss"), migraine ("migraines/migraines / headaches") and infection ("infection (other)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure coils - (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved, the menorrhagia, depression, vaginal discharge, vaginal infection, alopecia, migraine, weight increased and infection outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, depression, dyspareunia, fatigue, infection, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2019, tubal ligation was reported. Discrepancy noted: essure insertion date: (B)(6) 2011. Lot number: 1) 919038- expiration date- (B)(6) 2014. 2) 846828-expiration date- (B)(6) 2014. There were approximately 3 loops of the essure exposed. Once it was fixed into the fallopian tube, approximately 1.5 to 2 coils of the device were noted to be showing. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2010: intraventricular hemorrhage affecting the bilateral lateral ventricles as well as the third ventricle.. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Everything went well. 1. Near complete obliteration of the endometrial cavity status post endometrial ablation. 2. Occluded bilateral fallopian tubes status post essure procedure.. Imaging procedure - on (B)(6) 2011: result not provided. Ultrasound pelvis - on (B)(6) 2011: endometrial calcifications, otherwise normal pelvic ultrasound.. Lot number: 846828, manufacture date: 2011-03, expiration date: 2014-03. Lot number: 919038, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 21-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: yes. (B)(6) 2011 results: other. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), vaginal infection ("bladder/urinary problems:vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure coils - (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the menorrhagia, psychological trauma, vaginal discharge, vaginal infection, fatigue, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2019, tubal ligation was reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result not provided. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Event weight gain was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 21-year-old female patient who had essure (batch no. 919038, 846828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included tylenol for migraine headache. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2011. The patient's medical history included seizures, metabolic acidosis, dysfunctional uterine bleeding and endometrial polyp. Essure confirmation test: yes. (B)(6) 2011 results: other. Concurrent conditions included menstruation frequent. Concomitant products included hydrocodone;paracetamol (acetaminophen;hydrocodone) and ibuprofen (motrin). On an unknown date, the patient started tylenol at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain/left abdominal pain") and fatigue ("fatigue"). In 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psych injury/depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), vaginal infection ("bladder/urinary problems:vaginal infection"), alopecia ("hair loss"), migraine ("migraines/migraines / headaches") and infection ("infection (other)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure coils - (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved, the menorrhagia, depression, vaginal discharge, vaginal infection, alopecia, migraine, weight increased and infection outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, depression, dyspareunia, fatigue, infection, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2019, tubal ligation was reported. Discrepancy noted: essure insertion date: (B)(6) 2011. Lot number: 1) 919038- expiration date- 30-nov-2014. 2) 846828-expiration date- 30-mar-2014. There were approximately 3 loops of the essure exposed. Once it was fixed into the fallopian tube, approximately 1.5 to 2 coils of the device were noted to be showing. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2010: intraventricular hemorrhage affecting the bilateral lateral ventricles as well as the third ventricle.. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Everything went well. 1. Near complete obliteration of the endometrial cavity status post endometrial ablation. 2. Occluded bilateral fallopian tubes status post essure procedure.. Imaging procedure - on (B)(6) 2011: result not provided. Ultrasound pelvis - on (B)(6) 2011: endometrial calcifications, otherwise normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- lot number was added. New events infection (other) and ablation were added. Event psychological trauma was updated to depression. Event onset date was added. Implant date was updated. Concomitant drug and lab data were added. Patient's height and race were added. Reporter's information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.